Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to elevated blood glucose levels (497 mg/dl), and diabetic ketoacidosis. Reportedly, customer was vomiting prior to being hospitalized. Customer was treated through intravenous insulin drip and injections. Troubleshooting was performed and pump passed delivery system check.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.